Event description:
It was reported that doctor was placing the implant and she couldn't take the transfer out. She was not able to remove the fixture mount, she had to use another implant to complete the procedure. Tooth #3.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant and bundled mount with signs of use. The mount disengaged from the implant as intended, during a functional test. No damage to the implant was identified. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information and functional testing, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.